Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6): h3: analysis of the wireless recharger wr9200 (serial #:(B)(6) revealed that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (activa rc) for a deep brain stimulation implantable pulse generator (ipg) was unresponsive, the dock was not staying lit, and the recharger was not charging from the dock. The green light on the dock would not come on unless the cord was positioned in a certain way, and the green lights on the recharger were observed to scroll rapidly. There was a possible connectionissue with the cord and dock. There was concern for the implantable neurostimulator battery depleting, as the patient was at 50% charge. The patient representative unplugged the ac power supply and plugged it into a different outlet, but the same issue occurred. Patient services reviewed best practices for recharging with the caller and advised to keep the dock plugged in and the recharger on the dock when not in use. A request was sent to the repair department to replace the dock, recharger, charging cable, and wall adaptor due to the urgency of charging the implant. No patient complications have been reported as a result of this event.